Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) to bdu cable. The device passed all testing. Covidien reference: (B)(4).

Event description:
The user facility reported an 840 ventilator experienced a loss of communication while in use on a pt. There was no pt harm or injured as a result of the event.